Manufacturer narrative:
(B)(4). There is no indication of a malfunction of the mr device or coil used. Based on the info provided, the heating incident is a skin to skin heating incident caused by an rf current loop formation between the inner thighs of the pt. In this case, no padding was used between the legs to prevent skin-skin contact.

Event description:
Philips received a report from a customer that a female pt was positioned feet first, supine and scanned with the cardiac coil for an MRI examination of the lower abdomen. After the examination blisters on both sides of the upper inner thigh area with the size of a quarter were observed.